Manufacturer narrative:
The user facility reported that she was able to successfully white balance with no issues. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that they were getting a pink image on a loaner video system center. No patient injury or involvement was reported. No additional information has been obtained.

Manufacturer narrative:
Multiple documented attempts were made to obtain additional information from the user facility with no success. To-date, the device was not been returned to the manufacturer for evaluation. A review of the DHR was performed and there were no issues found within the record associated to the reported event. Since the device was not returned, a root cause could not be conclusively determined. An investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction manual was performed and it was confirmed it provides instruction for proper adjustment of the cv-190. This may have prevented the discrepancies identified. Specifically, the instruction manual states in section 9.2 troubleshooting guide for the cv-190, the following description: irregularity description: the color tone of the endoscopic image is unusual. Possible cause: (1) the color tone is set improperly. (2) the video signal format to the hdtv monitor is set improperly. (3) the white balance is incorrect. (4) the observation mode is the optical-digital observation mode. (5) the monitor cable is connected incorrectly. (6) a wire in the monitor cable is disconnected. (7) the phase setting of the monitor is improper. (8) the chroma setting of the monitor is improper. (9) the color temperature setting of the monitor is improper. Solution: (1) set it properly as described in section 7.5, ¿color tone adjustment¿. (2) set it properly as described in¿¦¿output format¿ tab¿ on page 118. (3) adjust it properly as described in section 6.5, ¿white balance adjustment¿. (4) set it to the wli observation mode as described in the instruction manual for the light source or section 7.9,¿changing the observation mode¿. (5) connect the monitor cable properly as described in section 3.6, ¿connection of the monitor¿. (6) replace the monitor cable with a new one. (7) set a proper phase setting as described in the instruction manual for the monitor. (8) set a proper chroma setting as described in the instruction manual for the monitor. (9) set a correct color temperature as described in the instruction manual for the monitor.